Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. It was reported the patient's pump was replaced in 2012 because the drug was not going to the right spot. There were no symptoms noted.